Manufacturer narrative:
Concomitant medical products: product ID: 3550-05, lot#: unknown, product type: accessory. Other relevant device(s) are: product ID: 3550-05, serial/lot #: unknown, if information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding an advanced evaluation trial patient with an external neurostimulator (ens) for urge incontinence. It was reported by an advanced evaluation patient that their symptoms at night had not gotten better and noted that they may have gotten worse. Additional information was received from a health care professional via a manufacturer representative. It was reported that during a stage two procedure, infection was noticed at the site where the percutaneous extension was exiting the body; pus and redness were present under the bandage. A culture was taken from the pocket site and the external portion of the percutaneous extension was removed. The pocket site was irrigated, the lead remained in place, and the patient was rescheduled for implant at a later date. No further patient complications are anticipated or expected as a result of this event.